Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the cartridge has not been returned; a retain sample of the same lot was evaluated by product analysis on 01/09/2014 with the following findings: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) up to ¿high¿ on the meter (>600mg/dl) with nausea and large ketones. The reporter stated at the time of the bg issues there was a lot of air in the infusion set tubing. The cartridge and tubing had reportedly been changed the previous evening after the patient had a bg of 539mg/dl. The reporter also noted that there had been some bleeding at the site and blood in the tubing. The reporter stated that the air was primed out of the tubing and the patient¿s bg has been slowly coming down. Customer technical support reviewed cartridge fill technique with the reporter and found that the cartridge was filled with refrigerated insulin. The reporter was advised to use room temperature insulin when filling a cartridge. There was no product defect found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to air bubbles in the cartridge. Use error was determined to be a cause or contributor to the alleged incident.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.